Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the side rail mounted on the ventilator became dislodged. There was no patient involvement. (B)(4).

Manufacturer narrative:
Received updated information revealed that the screw inside the side rail had broken. This can be confirmed by the review of the returned picture. The function of the side rail is to attach accessories to the ventilator system. Why or how the side rail screw broke has not been verified. The issue is most likely related to an overload, or mechanical force that's above the specification the rail has been designed for.

Event description:
Manufacturer ref. #: 1913mcc1434.